Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, eccentric, de novo lesion in the proximal left circumflex with moderate tortuousity and 90% stenosis. A 2.0x12mm rx mini trek balloon dilatation catheter (bdc) was advanced and met resistance with the anatomy, but ultimately crossed. During the first inflation, the bdc ruptured at 8 atmospheres. The device was removed and the balloon rupture was confirmed. The bdc was replaced with a 2.0x15mm non-abbott bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.